Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This actual device was returned for evaluation. During repair it was determined that the device would not run, the trigger was defective and failed pre-test for check proper function of the triggers and general condition. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to improper device maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: battery device, (B)(6) 2019. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery handpiece device had a bad contact with the battery and was working on and off. It was reported that procedure was a completed with an unspecified amount of delay. It was unknown if a spare device was available for use. There was patient involvement. There were no reported of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.